Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report number mw5057514 that the patient required external csf drainage. According to the report, the nurse attempted to change the evd drainage bag and when the bag was disconnected, the nurse noted that the connection was broken and a new bag would not be able to be screwed on. Reportedly, the system was sterilely replaced at the bedside. The reported stated that there was no known patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.